Event description:
It was reported that on literature review low temperature plasma resection and traditional excision of tonsil, 4 patients had staphylygroma after a low-temperature plasma resection and traditional excision of tonsil procedure using a coblator surgery system with an evac 70 coblation wand. Patients outcome are unknown and no further actions were reported. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Wang liang (2018). Low temperature plasma resection and traditional excision of tonsil. Journal of mudanjiang medical university vol 39. No. 2.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, risk management and CAPA (corrective and preventive action), nc (non conformance), pra (probabilistic risk assessment)/hhe (health hazard evaluation) review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per case details, in literature review, ¿low temperature plasma resection and traditional excision of tonsil,¿ 4 patients reportedly had a ¿staphylygroma¿ (staphyloma) after treatment with a low-temperature plasma resection and traditional excision of tonsil, using coblator surgery system with an evac coblation wand. The patients¿ outcome or current health status was not provided. It has been communicated that no further information is available. Smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.